Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider and representative regarding a patient receiving intrathecal fentanyl via an implanted pump system. The patient arrived for a dye study, and their pump was interrogated. It was determined that the patient's pump had been stalled. The pump was replaced. The patient was doing very well as of (B)(6) 2015 and had no issues.